Event description:
It was reported bd safetyglide¿ needle was having problems drawing/dispensing. The following information was provided by the initial reporter: "nurses had complained about these needles not being able to use. Either to draw or dispense, like they are stopped up.

Manufacturer narrative:
Investigation summary: two hundred sealed samples received for investigation. 80 samples were randomly selected and visual inspection was performed. No defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. 79 expelled the solution with normal flow, however one sample appeared to be clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with lubricant application process. Action was taken, verification of the lubricant application was performed to ensure settings and alignment of fixture were correct. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.